Event description:
The report indicated during the implant procedure, lead impedance was higher than 2000 ohms and was abnormal after several tries. Therefore, the lead was withdrawn. A second lead was unsuccessfully attempted, as the same problem occurred, and consequently, this lead was withdrawn as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead returned and analyzed. Primary analysis finding: no anomalies found. Lead model 4574: the manufacturing date cannot be confirmed without the device serial number.